Event description:
A malfunction was reported on a customer¿s pump, displaying a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Customer support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.